Manufacturer narrative:
(B)(4). The pump was returned to animas. Evaluation revealed that it took multiple presses of the ok button to achieve a pump response. All keypad buttons did not click or spring back normally. Contamination was found under all keypad button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The distributor reported that the ok button is sticking and that the issue has gotten progressively worse over a few weeks.